Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, UDI #: (B)(4). Sample was received for evaluation. DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that at the final pattie count,as required and it was noted that the string of a codman 1/4" x 1/4" pattie was handed back and no pattie was attached. The surgeon checked the cranial cavity where the pattie was being used and could not find the pattie. A search was undertaken of the operating theatre and the pattie was not located. An x-ray was taken of the cranial area and the pattie did not show up on x-ray despite having a radio opaque stripe. The surgical team then placed another pattie 1/4"x 1/4" on the outside of the patients head and x-rayed this which also did not show up on x-ray and proved to not be radio opaque. There was no delay in surgery and no patient injury was reported.